Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with .5 ml of juvéderm volbella® xc the patient had a vascular occlusion on the lower right side of the lip while fanning the product. Visibly the patient saw swelling and white discoloration up to the nose. The healthcare professional treated the patient with 0.6 ml of hylanex and massaged and applied heat. The patient came back and was treated with .5 ml of hylanex.